Manufacturer narrative:
While the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Event description:
A (B)(6) female pt presented very well organized occlusion in ica. The physician noted that the pt had tortuous ica. While physician was using a merci retriever v 3.0 firm, the retriever tip snapped and got stuck in clot at the end of the ica/m1 segment. Physician stated that he had to pull pretty hard to try and remove the retriever from clot and that he was also using a penumbra system for proximal aspiration. Physician believed that the retriever fracture was due to too much force used during the case. Physician successfully removed the retriever tip from the pt using a 4mm microsnare. No pt complications were reported. Per physician, the pt's final outcome was okay and there were no issues other than the original stroke. Since the device was not returned to concentric medical, a complete investigation could not be performed. The device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture.